Event description:
Customer stated, "laid the pad out on the bed for the first time and plugged it in. Turned it on and it sparked. Happened about a week ago. Seeing black on the off side of the switch" the product was returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint. The investigator found that the pad was heating properly. The pad was turning off when the switch was turned off. The pad had a light bulb in the switch that was not functioning. When the light bulb stopped functioning it probably caused a flash which is what the customer saw and thought was a spark.